Event description:
A caller reported that the insulin cartridge leaked. The customer's blood glucose level reached 490 mg/dl, but there was no adverse impact since it did not exceed 500 mg/dl. The customer administered a correction bolus via the pump and successfully changed the cartridge, resuming insulin therapy without assistance. Technical support arranged to send a replacement cartridge as requested.